Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was reviewed. Functional testing noted a malfunctioning downstream occlusion sensor. The downstream occlusion sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attached error occurred during testing. The device evaluation noted a malfunctioning downstream occlusion sensor.